Event description:
As nurse was pulling out the left femoral arterial line, there was no resistance felt, but about 1/4 of the way out, the line snapped (outside of the patient), but the wire inside the catheter was intact. Nurse continued to pull line out, and the line snapped again, and again the wire inside the catheter was intact. Intensivist notified, and md pulled the catheter out the rest of the way- the tip was intact. Catheter was saved in a baggie for future inspection. Abdominal x-ray done to verify all parts were out.